Event description:
As reported, sheath was inserted and patient's anatomy did have some difficulty due to calcium, the delivery system went up the sheath and out of it but would not advance past the distal aorta. It was decided for safety of the patient to remove the entire system and they were unable to remove the valve and system back through the sheath, so valve was deployed in the abdominal aorta to avoid patient injury. The patient was to be worked up for alternative access and perform tavr at another date.

Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report number 2015691202210199 for related event.

Manufacturer narrative:
H2, h6 updated component code 419 is no longer applicable. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: patient had some tortuosity and calcification in the ascending and descending aorta, patient access vasculature shows small mld and some degree of calcification and thv was deployed in nontarget location within the patients descending aorta. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event difficult to track system through anatomy, inability to track system through anatomy and difficulty or inability to withdraw system with valve through vasculature. As the complaints for difficult to track system through anatomy and difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed, a complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The following instructions for use (IFU) were reviewed: IFU for commander delivery system, device preparation training manual, device procedural training manual and patient screening manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for difficult to track system through anatomy and difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For complaint, difficult to track system through anatomy, it was reported that the sheath was inserted and patients anatomy did have some difficulty due to calcium. They were unable to advance the valve, the delivery system went up the sheath and out of it but would not advance past the distal aorta. Additionally, 3mensio also showed some degree of tortuosity in the patients ascending and descending access vessels. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further. Additionally, tortuous anatomy can present difficult bend angles for the devices to overcome. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported events. For complaint, difficulty or inability to withdraw system with valve through vasculature, it was reported that, it was noticed at this time that a strut on the valve had been bent and it was decided for safety of the patient to remove the entire system. The operator was unable to remove valve and system back through the sheath the so it was then decided to deploy the valve in the abdominal aorta to avoid patient injury. 3mensio imagery of the patients access vessels showed the varying degree of calcification and tortuosity, as well as some sections of the vasculature having small mld. These conditions in the access vessel can create noncoaxial withdrawal angles. It is possible that the distal end of the delivery system along with the bent strut of the crimped valve created a noncoaxial withdrawal configuration that could have caused catching at the distal tip of the sheath/vasculature and therefore led to the withdrawal difficulty reported. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (noncoaxial withdrawal (crimped valve/bent strut)) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.